Manufacturer narrative:
The complete chair was returned to pelton and crane. Our initial evaluation indicated the truss assembly had failed which would be consistent with the reported complaint. However, upon further evaluation, it was identified that someone had modified the truss assembly by drilling and tapping 4 large holes into the truss assembly and had some type of unauthorized metal bracket attached to the chair utilizing these 4 holes which was located in the same area as the truss assembly failure. (B)(6) contacted the distributor with this information who then contacted the doctors office. During back and forth communication, pelton and crane was given conflicting and inconsistent information as to the purpose of these unauthorized 4 drilled and tapped large holes and attached bracket. The distributor informed pelton and crane that they were not involved with this modification and was unaware it took place as this was solely done by the dental office facility service department. As a result of this unknown and unauthorized modification, the root cause of failure is improper service by the end user.

Manufacturer narrative:
The dental chair is in the process of being returned to pelton & crane. A follow-up report will be submitted upon completion of the evaluation.

Event description:
It was reported by a pelton & crane distributor that a dental hygienist was reclining a patient in a pelton & crane sp17 dental chair when the chair became nonresponsive and then reclined back further. The dental hygienist then helped the patient out of the chair and asked if the patient was okay and the patient said he was. The dental hygienist then tried again to recline the patient in the dental chair and as the chair went back it tipped all the way back and appeared to have broken the linkage. The hygienist again helped the patient out of chair and the patient was ok. There were no injuries reported. The patient was moved to another operatory to perform the dental care.